Manufacturer narrative:
A review of the returned set screws revealed minor thread profile irregularities. To help aid in determining root cause, the surgeon visited alphatec on (B)(6) 2016. He indicated that although cross-threading occurs during his cases periodically, this particular case was concerning because it appeared to happen repeatedly. The surgeon took part in a blind evaluation in which set screws were inserted at various cross-threaded angles to see if a difference in feel/performance could be determined. During this evaluation, it was noticed that the surgeon uses a non-standard set screw insertion technique, which when combined with the design of the arsenal set screws with a large lead-in chamfer and a minimized profile, may increase the chance of cross-threading.

Manufacturer narrative:
There were a total of six (6) arsenal set screws returned for evaluation. All six (6) are the same product part number/description but contain four (4) unique identifying lot numbers. Lot 700941 (2 pieces) manufactured 12/8/2015. Lot 7766301 (2 pieces) manufactured 5/6/2016. Lot 696254 (1 piece) manufactured 9/14/2015. Lot 700611 (1 piece) manufactured 12/8/2015. The arsenal set screws are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Surgeon had an issue with intra-operative cross-threading/initiation of set screws. The event caused over a 30 minute delay in the case.